Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer mis-read the last digit of a sample ID for a patient specimen (0 instead of 7). The operator noticed the mis-ID because the accession number had no test assigned to the specimen and that the checksum is disabled. No erroneous results were reported out of the laboratory. No death, serious injury, or change to patient treatment is associated with this event.

Manufacturer narrative:
The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). According to the customer, the checksum digit is disabled. A field service engineer (fse) was dispatched on-site and reran the patient barcode and recovered a 100% read rate. Fse also replaced the barcode reader and cable ran startup and controls to verify the lh750 instrument operation. As per bci labeling: beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy.